Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative(rep) that the patient reported their implantable neurostimulator (ins) was moving in the pocket. No known falls were reported, and whether any other external factors may have led to or contributed to the issue was unknown.  To resolve the problem, surgery was performed: the incision was opened, the extensions were untangled, and the ins was sutured in the pocket. The issue was resolved by the time of this report. The patient was alive and had no injury at the time of the report. No complications were reported or anticipated.